Manufacturer narrative:
A controller backup battery was received on 05dec2019. It was later communicated that the controller would be returned for evaluation. The controller has not been returned to date. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called to report backup battery fault alarms. The patient was brought into the clinic and the backup battery was exchanged without issue. The backup battery fault alarms were continued despite attempts of reseating and exchanging the backup battery. The controller was exchanged without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed as the alarm was not reproduced during testing of the returned backup battery (serial number: (B)(6) and there were no log files submitted for review. The returned backup battery was functionally tested and found to operate as intended during analysis. The backup battery was installed in a test system controller and operated in a mock circulatory loop with no issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without issue. Additional information provided indicated that backup battery faults continued after reseating and exchanging the backup battery. It was reported that the system controller (serial number: (B)(6) was exchanged and that it would be returned for evaluation; however, the system controller has not been received. A request for additional information was made to determine if the exchanged controller will be returned for evaluation and if the issue resolved with the controller exchange; however, no response was received. The root cause of the reported event of could not be conclusively determined through this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate iii instructions for use (IFU) section 2 "system operations" explains how to replace the system controller backup battery and how to exchange the system controller. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. The patient handbook and the instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.